Manufacturer narrative:
Per the user facility perfusionist, the cpg pump stopped due to low revolutions per minute (rpm). The line to the patient was clamped and the rpm dropped below 1500 rpms so the pump stopped. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) pump stopped. The pump was restarted. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The user facility was able to resolve the issue on their own and verified that it was due to operator error and not a system-related issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.